Event description:
It was reported that during the initial implant procedure, oversensing was noted while performing autocapture test. Abbott technical support was contacted and the device was programmed to disable autocapture. The patient was in stable condition.